Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, five years and five months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently, the abdominal aortic aneurysm is 27 mm x 40 mm in diameter. The aortic neck is 30 mm in diameter at the lowest renal artery and 25 mm below the renal artery the aortic neck is 36 mm in diameter. It was reported that there is disease progression with aortic neck dilatation. There is no calcification or tortuousity in the iliac limbs. A recent CT demonstrated that the stent graft has migrated 25 mm distally and there is a proximal type I endoleak present. The patient will be treated at later date. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).